Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, we are unable to determine the definitive cause of the event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Physician reported that a patient treated with tongue suspension had developed an infection and subsequent granulation and sinus tract in the submental wound secondary to a hematoma. In (B)(6) 2013, the physician attempted to treat by irrigation and drainage. In (B)(6) 2013, the physician decided to remove the encore bone anchors and suture.